Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating high expiratory minute volume. The evaluation of the provided logs confirms the reported expiratory minute volume high and also shows that the inspiratory tidal volume too high, patient circuit disconnected, peep low, leakage too high, check tubing and respiratory rate low were active during ventilation. The field service engineer (fse) investigated the ventilator on-site. The reported issue could not be reproduced and no ventilator malfunction could be found. The customer mentioned to fse that this is an intermittent failure and that this ventilator has been sent to their bio-med in different occasions with the same issue while using different expiratory cassettes. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator generated an alarm indicating high expiratory minute volume. There was no patient harm reported. Manufacturer's ref. #: (B)(4).